Event description:
When the ICD was programmed to "on" during an attempted implant, the device delivered shocks to the pt in normal sinus rhythm. The egms showed constant noise despite repeated reconnection to the lead. Another device was used to complete the implant.

Manufacturer narrative:
Device met all of the specs of ventritex automated test system test application and shows normal device charateristics with correct lead impedance values as seen on the test report. The constant noise on the real-time electrograms was not observed after the device was returned to ventritex (the last stored electrogram also indicated no noise).